Event description:
Reporter indicated that vns pt passed away due to a seziure during sleep at their residence. No autopsy was performed. Death certificate lists cause of death as positional asphyxiation, due to or as a consequence of seizure disorder. It was reported that the pt experienced a >25% reduction in seizures with the vns therapy and that they were receiving therapy at the time of death. In the twelve-month period prior to death, the pt averaged 2-3 simple partial, 2-3 complex partial and 1 secondary generalized seizure per month. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.